Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-jul-2023. H6: investigation summary a device history review was conducted for the reported lot numbers. Our records show that this is the only instance of this issue occurring in these production batches. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Event description:
It was reported that during use with 2 lots of bd intima-ii plus¿ closed IV catheter "white powder" foreign matter was discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in the medical imaging department, during the use of the product, it was found that the needle core inside the septum was covered with white powder when the needle core was withdrawn. It was suspected that the septum had undergone a qualitative change, which resulted in the problem of chipping.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1076023. D.4. Medical device expiration date: 25-apr-2024. H.4. Device manufacture date: 17-mar-2021. D.4. Medical device lot #: 2054815. D.4. Medical device expiration date: 19-mar-2025. H.4. Device manufacture date:23-feb-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd intima-ii plus¿ closed IV catheter "white powder" foreign matter was discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in the medical imaging department, during the use of the product, it was found that the needle core inside the septum was covered with white powder when the needle core was withdrawn. It was suspected that the septum had undergone a qualitative change, which resulted in the problem of chipping.